Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID (B)(4).

Event description:
It was reported by customer that they were not able to insert a mega intra aortic balloon (iab) through the sheath. They were able to place another iab successfully. No harm or injury to the patient was reported.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: e1 (event site telephone, event site email), h6 (investigation findings). Due to character limitation in block e1: event site name: (B)(6) hospital. Event site telephone: (B)(6).

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. Customer not able to insert a mega 50cc iab through the sheath. Fse have followed up with customer and requested more detailed information relating to the event. Customer sent a picture of the sticker and a video. Advised they were able to place another iab successfully. No patient harm or death reported.